Event description:
The customer reported to an olympus sales representative that a distal cover (maj-2315) fell off the evis exera iii duodenovideoscope (subject device) during a therapeutic procedure. The distal cover fell off into the patient's mouth. The distal cover was successfully retrieved, and the procedure was able to be completed using the same scope. There was no patient harm or injury reported. Multiple documented attempts were made to obtain additional information, but no response was received from the customer. This report is related to complaint number (B)(4), which was documented for the maj-2315 and reported under MDR number 8010047-2021-06504.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated that an in-service would be conducted for the customer regarding the use of the scope on (B)(6) 2021. The subject scope (tjf-q190v) and the distal cover (maj-2315) were not returned for evaluation. The device history records were not able to be reviewed since the serial number of the tjf-q190v and the lot number of the maj-2315 were not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacturer attempted to replicate the reported failure using a representative distal cover (lot h0729) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. Based on the legal manufacturer's investigation, since the devices were not returned and no further information was provided, a definitive root cause could not be determined. However, the distal cover may have been easy to come off the subject scope due to the following: the cover was attached improperly, the cover had cracks and/or pinhole, or chemical solutions, such as an anti-fog agent, adhered to the cover, which caused it to break. The instructions for use (IFU) states the following: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.